Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Three terminal segments of the lead were returned. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise, loss of capture and out of range right ventricular (rv) pace impedances, exhibited by this transvenous defibrillation lead. Possible loss of left ventricular (lv) capture was also noted, exhibited by this lv lead. It was noted that the patient was not pacemaker dependant. To date, there have been no reported adverse patient effects associated with this clinical observation. A technical services (ts) consultant discussed that they suspected a loose set screw on the rv ring. It was noted that a revision procedure was scheduled in the next week, and the physician chose to program off the device until that time. Ts discussed concerns that patient was not protected. The physician was aware of this. Additional information was provided that a revision procedure was performed, during which a loose set screw was identified. This was corrected without further noted difficulty. As of today, the available information suggests this device and lead remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated.